Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that during a surgery a drill bit seized in the drill adapter. Metal shavings coming from the drill adapter were noted during the drilling process. No damage was noted on the drill bit.

Event description:
It was reported that during a surgery a drill bit seized in the drill adapter. Metal shavings coming from the drill adapter were noted during the drilling process. No damage was noted on the drill bit.

Manufacturer narrative:
It was reported that during a surgery, metal shavings were noted during the drilling process when using the drill adaptor mt-02-161 s18199 with a 2.4mm stryker drill bit. The metal shavings were observed coming from the drill adaptor, not from the drill bit, and no damage was noted on the drill bit. According to the company field service engineer who was attending this surgery, the surgeon appeared to be using the correct surgical technique while drilling. The surgeon did not notice significant heat, and irrigated with normal saline solution during the drilling process. A company field service engineer confirmed by email on (B)(6) 2020 that the hospital does not plan to returning the drill adaptor mt-02-161 s18199, and that it has been actively used since the reported event. As the device was not returned for investigation purposes, the root cause for this event remains unknown. Corrected data: b4 date of this report. D4 catalog number. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H10 additional narratives/data.